Event description:
A surgeon reported a pt with a 3.50 diopters of uncorrected astigmatism following an intraocular lens implant (iol) implant procedure. Additional info was received and the surgeon is planning an exchange.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. A completed questionnaire was received on (B)(4) 2013. (B)(4).